Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy procedure, the patient experienced a post-operative bleed identified by low hemoglobin levels. The patient was evaluated and monitored. The hemoglobin levels increased, and no further intervention was required. The patient is recovering well. The following information is unknown: the source and cause of the post-operative bleed, the estimated blood loss associated with the complication, and what medical intervention (if any) was rendered due to the post-operative bleed. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.